Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had liquid around their implanted pulse generator (ipg). The date of onset was (B)(6) 2011 and the date of resolution was (B)(6) 2011. Intervention included antibiotic therapy. A follow-up report will be sent if additional information becomes available.